Manufacturer narrative:
An RMA has been issued requesting to have the cadiere forceps instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history identified no other complaints for this instrument. A review of the instrument log for the cadiere forceps (part#471049-07/ n10200831 0050) associated with this event has been performed. Per logs, the cadiere forceps was last used on (B)(6) 2021 on system (B)(4), with 17 out of 18 uses remaining. An image for the reported event was submitted for review and confirmed one of the grips had broken off of the instrument. The cadiere forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following: it was reported that during the procedure, part of the jaws on the cadiere forceps fell into the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient as a result of this.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, one of the jaws from the cadiere forceps fell inside the patient. The instrument was in use for approximately 1-1.2 hours. While performing a medial lateral dissection, the surgeon reportedly felt some restriction with the instrument movement and jaws. The surgeon requested the instrument to be changed, but as the surgeon opened the instrument, one of the jaws snapped off and fell in the upper abdominal quadrant of the patient. The system was undocked and the surgeons were able to retrieve the broken portion laparoscopically through the assistant port. A prograsp forceps was used to proceed with the case. In a follow-up with the clinical sales representative (csr), it was confirmed there was no additional surgical procedure needed to remove the fragment. All fragments were retrieved and was confirmed by matching the broken jaw to the break line on the instrument wrist. As a result of the reported issue, csr indicated there was a procedure delay of 20 minutes; the delay did not occur during a warm ischemia time and patient was not on cardio-pulmonary bypass. The procedure was completed robotically with no reported injury. No further information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) has received the cadiere forceps associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the jaws snapped off. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.66" was found to be broken off the yaw pulley. The broken piece was returned with the instrument. No pieces were missing. No additional damage was found on the instrument. Root cause of the broken instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.